Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: oversensing and pacing inhibition were reported on this rv lead. Device was reprogrammed doo. Patient reported feeling discomfort.

Manufacturer narrative:
We were notified that there was some pacing inhibition noted of greater than 2 seconds. The lead was going to be capped and replaced but there was no access so the physician left the system in and programmed it off and implanted a leadless pacemaker instead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.